Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided in the article indicates that some patients experienced postoperative complications. The information obtained is limited to the content of the article. The article does not report any specific device malfunction or alleged post-op complications were caused or contributed to the use of the 3dmax mesh. The article concluded that the totally extraperitoneal laparoscopic repair using 3d mesh for direct inguinal hernia demonstrated superior outcomes compared to 2d mesh, with shorter operative time, fewer complications, and better early postoperative results. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Hematoma is a clinically understood potential complication of surgery/use of the device and is identified in the instructions-for-use provided with the device, as a possible complication. Note, the date of event (01-jan-2019) is considered to be a best estimate. This MDR represents the 3dmax mesh large. An additional MDR was submitted to represent the 3dmax mesh small. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: "evaluation of outcomes of totally extraperitoneal laparoscopic repair using 2d and 3d mesh in the treatment of direct inguinal hernia." This retrospective case¿control study was conducted with 69 male patients with direct inguinal hernia who underwent total extraperitoneal (tep) laparoscopic repair using either 3d mesh (3dmax¿ mesh available in two sizes: small (8.5 × 13.7 cm) and large (10.8 × 16 cm), or flat 2d mesh (premilene mesh) between january 2019 and december 2024. Assessment of early postoperative outcomes revealed a "good" outcome rate of 89.9%, with a higher rate in the 3d mesh group (94.3%) compared to the 2d mesh group (85.3%). Early postoperative complications included urinary retention (2.9%), wound hematoma (2.9%) one patient, scrotal/testicular swelling (4.3%) one patient. The article concluded that: totally extraperitoneal laparoscopic repair using 3d mesh for direct inguinal hernia demonstrated superior outcomes compared to 2d mesh, with shorter operative time, fewer complications, and better early postoperative results. Additional information provided by coauthor in follow up: "all patient-related details are not available for sharing. Based on my experience, the mesh was not the etiology of the postoperative urinary retention." Note: there is no information provided in the article indicating that the device caused or contributed to the postoperative patient complication(s). However, as postoperative complications did present and may require medical/surgical intervention we are reporting this as a serious injury MDR.